Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels displayed as "high" on the continuous glucose monitor. Cause was not known. Reportedly, due to the customer's elevated bg, the customer required assistance administering a correction injection. A replacement pump was sent to the customer to resolve the issue

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.